Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a power on reset (por) and was pacing in vvi65 and the unipolar ventricular pacing was not effective. It was noted the patient presented to the hospital and may have been symptomatic, as the patient had atrioventricular block iii with an intrinsic ventricular contraction. It was noted reprogramming to ddd or bipolar setting was not possible. It was suspected the device may have reset due to a very low battery and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. The connector ribbons were found fractured. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.